Manufacturer narrative:
The investigation is not complete. Trends will be evaluated. This report will be updated when the investigation is complete.

Event description:
Allegedly, patient experienced a "reaction". Doctor did an additional procedure to remove graft.